Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that they explanted an infected fem vascular graft that was implanted in may. The surgeon was not sure if it was fusion bioline or not. The graft is not returning. The patient is doing fine. It was reported that there were four different vendors on the shelf and the hospital was not sure which one was involved in this case.